Event description:
Information received by medtronic indicated that insulin pump alarmed pump error alarm. Customer was able to clear the alarm and rewind. Customer stated that displacement test was passed. Customer stated that the insulin pump started vibrating saying that it was out of insulin but then they changed the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be not returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.